Event description:
It has reported to co that during the ptca procedure on the pt's right coronary artery the guide catheter was in place when a dissection of the vessel was noticed. The physician inserted the guide into the pt's right coronary artery and engaged the tip. The fellow had moved the guide back and forth a few times to establish flow and the forth time this was done a dissection was noticed. The physician was able to place four stents in the area and repair the damage. The physician removed the guide and it was discarded by the hospital. The pt is reported to be fine. The physician commented that he did not feel that the guide was at fault. The fellow had been engaging and disengaging to establish flow, and this may have contributed to the incident.